Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo confirmed the reported defect. Additionally, 30 retained samples were visually inspected, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged hemogard shield based on the photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, (x) tube(s) underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, (x) tube(s) underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.